Manufacturer narrative:
The device was eventually returned to physio-control for evaluation. Physio evaluated the device but could not verify or reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device prompted "connect cable" when they used it on a patient with cardiace arrest. They had charged defibrillation energy to administer a shock, but when they pushed the shock button, the device prompted to connect the cable. The crew powered the device off, and back on. They could then continue treatment and provide a defibrillation shock to the patient. There was no adverse patient outcome reported.